Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform excessive no delivery test due to prime anomaly. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a priming anomaly from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer stated that she tried to change the reservoir last night and it did not work. The customer stated that drops of insulin were squirting out. The customer tried to prime with the finger and it did not give any errors. The customer stated that the motor detected the reservoir and stopped. The customer was unable to exit prime rewind loop. The customer will be sent a replacement pump.